Manufacturer narrative:
Findings: unit failed displacement test (261.8 units remaining on the status screen) followed by a motor error alarm during rewind and motor position encoder error alarms found in the alarm history file due to motor encoder signal out of phase. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 120 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer was unable to complete the rewind. The customer received motor position encoder error alarm during rewind process. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.